Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the inlet foam filter and particulate filter was replaced as a part of required preventative maintenance unrelated to the reportable malfunction/issue. The device passed all final testing.